Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband stated the patient was losing consciousness; he gave her apple juice and cereal then called emergency medical services (ems). Post on site treatment by ems, the patient¿s bg during transport to the hospital was 147 ¿ 160 mg/dl but the cgm displayed 55 ¿ 65 mg/dl. The patient was evaluated in the emergency department and discharged home after six hours. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.